Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that one day post implant, the patient experienced a suspected microperforation and developed diaphragmatic stimulation with the right ventricular (rv) lead. The echo showed a mild effusion and some clot formation in the pericardial space, but no lead outside of the heart was visible on echo or fluoroscopy. The lead was repositioned septally. It was then reported that post rv lead revision, when the lead was reconnected to the device, the impedances measured identical for atrial and ventricular; multiple measurements were taken and atrial and ventricular impedances continued to be identical. While the patient was in the post anesthesia care unit, the lead exhibited an increase in thresholds and diminished sensing. It was discovered that the lead had dislodged. The device remains in use and the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.